Manufacturer narrative:
Other, other text: two pictures were attached and a small split was observed at the middle of one eyelet. One sample was returned in unused condition and a cut could be observed in the flange corner. The original complaint was confirmed. Based on the analysis conducted in the sample provided, the failure of broken flange was confirmed. Therefore, according to pfmea (rmd-10001943) and IFU (10018858-001) the occurrence of this failure condition could be caused by: velcro or metal clips from tracheostomy holders which may have sharp edges which can come into contact with eyelets and compromise the product integrity. Supplier process related (molding process).

Event description:
It was reported that when a routine trach change was being done a tear in the eyelet was found during pre-check. Another device was opened and a crack in the eyelet was found again. The second device was deemed safe enough to use until a replacement is sent. The first device will be sent back for evaluation. No patient involvement